Event description:
It was reported that prior to the procedure, while the patient was going through a breathing treatment and the laser was going through the warm up sequence, the nurse noted that the operating room was smokey and had a stinky odor. The laser was turned off and taken outside the operating room. The procedure was performed and completed by unknown alternative method. There was no patient injury due to the reported event.